Event description:
It was reported by service report that the left calf support won't lock. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Result: lock mechanism.